Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the tip was damaged, the bearing was broken, and the cutter insertion assessment and visual assessment failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the drill guide of the craniotome device could not be used. It was further reported that the foot did not align correctly. During in-house engineering evaluation, it was observed that the tip was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.